Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the caretaker (non-medical professional) decided to give the patient a pretzel since the cgm was reading low. It was not documented whether the bg was checked prior to treatment. An unspecified time after, the patient started having seizure, so the caretaker checked the bg which showed 266 mgdl. Emergency medical service (ems) was called and emergency medical technicians (emt) took the reading as per the caretaker; however, she couldn't remember the value, but said the estimated glucose value (egv) was still reading low (41 mgdl) while the bg read high. The patient was transported to the emergency department (ed) where he was treated with intravenous (IV) fluid. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.